Event description:
It is reported that after performing surgery in 2007, surgeon found that the impactor's tip was damaged. Post-op x-ray showed the fragment of impactor remained in the pt. Surgery to remove the fragment occurred on the same day.

Manufacturer narrative:
This report will be amended when our investigation is completed.